Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose level was 551 mg/dl. The customer stated other blood glucose value was 550 mg/dl. Customer experienced symptoms such as nausea, throwing out. The customer was treated with insulin drip, insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging insulin pump was under delivering. Troubleshooting was performed. The device will not be returned for analysis.